Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, which resulted that the patient experiencing dizziness. A revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.